Event description:
It was reported that after completion of a da vinci s sigmoid colectomy procedure, the insulation on the bowel grasper instrument was noted to have a puncture. There were no missing or fallen pieces reported. The planned surgical procedure was converted to open.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the black tube insulation was damaged at the distal end. The insulation was gouged in various places and had a .324 x.089 1st piece of insulation lifted up, a 2nd piece measured approximately 0.231 x 0.115, and the last piece measured approximately 0.306 x 0.092. The metal shaft was exposed as a result. Engineering concluded that the damage was likely due to mishandling. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Intuitive surgical, inc. Has made several attempts to obtain additional information concerning the reported event. As of the date of this report, no additional information has been provided. A follow-up medwatch report will be submitted to the FDA if additional information is received.